Manufacturer narrative:
Annex b : b21, annex c : c21, annex d : d16. Annex a : a0709, a0401, a040502, a0404, annex g : g0301204, g02005, g02017, g04088, annex b : b01, b14, annex c : c23, c07, c0601, annex d : d15, d11. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device had channel error while infusing. There was patient involvement however no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had channel error while infusing. There was patient involvement however no harm.